Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the examination lamp of the device was not ignited and the emergency lamp was lit up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information that the reported phenomenon was not reproduced at the olympus service operation repair center (sorc), there is possibility that the examination lamp was not ignited due to contact failure of the xenon lamp and the emergency light was lit up. In addition, omsc concluded that sorc couldn¿t duplicate the reported phenomenon due to improved xenon lamp contact due to vibrations during transport of the device to sorc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.